Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal ICD change-out, externalized conductors were observed on rv lead via x-ray. The electrical function of the lead was normal. P-wave oversensing was noted after connecting the lead to the new ICD. The patient will be enrolled in merlin.net and monitored. The lead remains implanted. The patient was in good condition after the event.